Event description:
It was reported that the patient had exposed wires on the modular cable and white power cable of the controller. Log files captured no adverse alarm conditions or parameter changes. A controller and modular cable exchange was recommended if the patient could tolerate it. Related manufacturer reference number for the modular cable: 2916596-2022-15573.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the system controller¿s white power cable being damaged was not confirmed. The provided log file contained data spanning approximately 7 days (B)(6) 2022 per timestamp). The pump maintained speeds above the low speed limit while connected to the driveline, and no atypical events were observed throughout the data. The system controller (serial number (B)(4) was not returned for analysis. Questions regarding the event and the controller were asked multiple times and no responses were received. The root cause of the reported event was unable to be conclusively determined through this analysis. Review of the device history record for system controller, serial number (B)(4), showed the device was manufactured in accordance with manufacturing and qa specifications. The heartmate 3 patient handbook (rev. D, section 10 ¿safety checklists¿) instructs users to regularly inspect their equipment, including their system controllers, and to avoid using equipment that appears damaged. Users are encouraged to replace any equipment that appears damaged. The heartmate 3 patient handbook (rev. D, section titled "emergency contact list") cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.